Event description:
It was reported that pump displayed cartridge alarm 20 and customer saw blood glucose reading listed only as ¿high¿ without a specific value. Customer delivered a correction bolus using pump, planned to use multiple daily injections as backup therapy, and did not require help from another healthcare provider, while technical support confirmed consecutive cartridge alarms, arranged shipment of replacement pump.